Manufacturer narrative:
Upon completion of the investigation, a f/u report shall be submitted.

Event description:
On (B)(6) 2013, an advanta ptfe graft vxt was implanted in forearm for vascular access. The advanta was used for loop shunt. When implantation, the advanta was filled with physiological saline in the advanta lumen, but the physician did not apply the pressure on it. The 4mm tunneler tip was used. No bleed from anastomosis after advanta was implanted. On (B)(6) 2013 during the dialysis, heparin was added. (Dose is unk) after the dialysis, found the bleeding from the puncture hole (pinhole). There was not so much blood to require a blood transfusion. Venous pressure was not high rate. (Detail is unk). The physician opened the wound, and skin was sutured to be closed. There was no bleed from the body surface, but the bleeding from the advanta was not stopped. Then, hematoma was formatted under the skin. The advanta was replaced with a solatec graft.